Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that a smartsite broke off from the body was confirmed. Visual inspection showed that the smartsite valve was received with the white cap separated from the smartsite clear body. A visual inspection of the inside portion of the smartsite female luer adapter shows material from the clear body still remained. A whitish area indicative of stress was observed on the body of the valve. Functional testing was not performed due to the obvious damage. The root cause of the damage to the smartsite valve was not identified.

Manufacturer narrative:
.

Event description:
The customer reported that when attempting a saline flush after a 1 hour infusion, the nurse found the tubing barely attached to the syringe. The smartsite had broken with the white part attached to the syringe and the blue part attached to the tubing and the piston sticking out. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.